Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4) -user's test strip had poor storage (kitchen) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained results of 285mg/dl. The expected fasting blood glucose test result range is 90 to 100mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 12/22/2018and open vial date is undisclosed. The meter memory was reviewed for previous test result history: result 1 : 216 mg/dl date: (B)(6) 2017 time: 04:13 fasting. Result 2 : 285 mg/dl date: (B)(6) 2017 time: 05:58 fasting. Result 3 : 251 mg/dl date: (B)(6) 2017 time: 05:47 fasting. Result 4 : 178 mg/dl date: (B)(6) 2017 time: 06:03 fasting. Result 5 : 243 mg/dl date: (B)(6) 2017 time: 12:22 fasting. Customer complaining of higher results.